Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on (B)(6) 2017 that the patient required a prolonged hospitalization following the (B)(6) 2015 implant procedure due to hypotension. This was determined to be a result of the procedure. The patient recovered and was discharged from the hospital approximately four days later. No additional adverse patient effects were reported. The patient died approximately two years later. There were no reported allegations.